Event description:
This x-ray system's c-arm failed to operate during a procedure. No fluoro was possible.

Manufacturer narrative:
(Conclusions) - the investigation found that the problem was caused by a defective "wa1" printed circuit board supply. The failure rate of this board is very low and stable. There is no required field action.